Event description:
While attempting to advance and deploy a coronary stent with delivery system to the target lesion site in the patient's circumflex artery, the stent became dislodged from the balloon catheter embolizing to an unknown location in the patient's body. There were no clincial sequelae reported relative to this event.